Event description:
An eyecare professional reported that a pt presented with severe pain due to a paracentral corneal ulcer, od, associated with wear of focus monthly contact lenses. The pt was referred for hospital based treatment, which consisted of antibiotics. A culture was done and returned positive for pseudomonas. The final resolution is unk, but there was some reduction in vision. No additional information is available.